Event description:
Boston scientific (bsc) crm received information that the patient was cardioverted for atrial fibrillation. Twenty-five minutes post cardioversion, an increase in ventricular threshold measurements and noise were observed on the ventricular electrogram. Stored ventricular tachycardia (vt) episodes with noise, were also observed. The bsc sales representative noted that r wave amplitude had decreased over the last year. The noise resolved on its own and all lead measurements were within normal range. At the follow up appointment the following week no noise was observed during the interrogation. However, there were several noisy stored vt episodes that were being oversensed. The noise was not reproducible with isometrics or pocket manipulation. The physician adjusted the sensitivity, but sensing has decreased significantly over last several months. No adverse patient effects were reported. Additional information was received that the device was explanted and the right ventricular (rv) lead was surgically abandoned one year and nine months later due to undersensing of the low r-wave measurements. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.